Event description:
It was reported, the video system center had a pin of another company¿s light source cable stuck in it. The therapeutic procedure was completed, and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connector was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the pin of light source cable from another company" was confirmed the end of light guide from another company was stuck the output connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was completed using same set of equipment.